Manufacturer narrative:
Corrected data: b5 - a health care professional reported that an implantable collamer lens was implanted into the patient's eye upside down. Intraoperatively the lens was removed and replaced with a same length lens. The problem was resolved. There was no patient injury. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -8.00/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024, upside down. On this same date the lens was explanted and replaced with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.